Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain." Remains implanted.

Event description:
It was reported a patient underwent a right partial knee arthroplasty on (b)6) 2008. Subsequently, the patient was treated with kenalog injection on (B)(6) 2010 due to pain and swelling.